Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), migraine ("migraines/migraines / headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("migraines / headaches") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), the first episode of fatigue ("fatigue") and the second episode of fatigue ("fatigue,"). The patient was treated with surgery (pelvic surgery on -(B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, headache, dysmenorrhoea and the last episode of fatigue outcome was unknown, the dyspareunia, migraine, menorrhagia and vaginal haemorrhage had resolved and the weight increased was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results: on (B)(6) 2008 - hysterosalpingogram: confirmed placement of both essure coils and full occlusion of both tubes. (B)(6) 2017, surgical pathology report: final diagnosis: cervix, uterus, bilateral fallopian tubes; hysterectomy with bilateral salpingectomy: cervix: reactive ectocervix and endocervical glands with mild acute and chronic inflammation. Fallopian tubes: coiled wires grossly identified within the bilateral fallopian tubal lumens at the uterine wall. Right paratubal cysts and surrounding paratubal adipose tissue with hemorrhage. Unremarkable left fallopian tube with congestion. Gross description: coiled wires are inserted within the right and left interstitial aspect of the fallopian tubes and a 1.3cm segment of wire extends from the interstitial aspect of the right fallopian tube (distal half detached). The right fallopian tube segment is designated with a suture. The right fallopian tube segment has a fimbriated end, a length of 5.2cm, and a diameter of 0.6 cm. Sectioning reveals a pinpoint lumen. A coifed wire is inserted into the proximal aspect of the fallopian tube. Multiple paratubal cysts containing clear, serous fluid are identified, ranging from 0.3-0.8cm in greatest dimension. The left fallopian tube has a length of 2.1cm and a diameter of 0.4cm. No fimbriae are identified. Sectioning reveals a pinpoint lumen with an inserted, coiled wire most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), migraines / headaches , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain. Relevant lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and intra-abdominal haemorrhage ('severe abdominal bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * on (B)(6) 2008 - hysterosalpingogram: confirmed placement of both essure coils and full occlusion of both tubes. (B)(6) 2017, surgical pathology report: final diagnosis: cervix, uterus, bilateral fallopian tubes; hysterectomy with bilateral salpingectomy: cervix: reactive ectocervix and endocervical glands with mild acute and chronic inflammation. Fallopian tubes: coiled wires grossly identified within the bilateral fallopian tubal lumens at the uterine wall. Right paratubal cysts and surrounding paratubal adipose tissue with hemorrhage. Unremarkable left fallopian tube with congestion. Gross description: coiled wires are inserted within the right and left interstitial aspect of the fallopian tubes and a 1.3cm segment of wire extends from the interstitial aspect of the right fallopian tube (distal half detached). The right fallopian tube segment is designated with a suture. The right fallopian tube segment has a fimbriated end, a length of 5.2cm, and a diameter of 0.6 cm. Sectioning reveals a pinpoint lumen. A coifed wire is inserted into the proximal aspect of the fallopian tube. Multiple paratubal cysts containing clear, serous fluid are identified, ranging from 0.3-0.8cm in greatest dimension. The left fallopian tube has a length of 2.1cm and a diameter of 0.4cm. No fimbriae are identified. Sectioning reveals a pinpoint lumen with an inserted, coiled wire. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), migraine ("migraines/migraines / headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and headache ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), the first episode of fatigue ("fatigue") and the second episode of fatigue ("fatigue,"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, headache, dysmenorrhoea and the last episode of fatigue outcome was unknown, the dyspareunia, migraine, menorrhagia and vaginal haemorrhage had resolved and the weight increased was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received- case become medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and intra-abdominal haemorrhage ('severe abdominal bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2008 - hysterosalpingogram: confirmed placement of both essure coils and full occlusion of both tubes. (B)(6) 2017, surgical pathology report: final diagnosis: cervix, uterus, bilateral fallopian tubes; hysterectomy with bilateral salpingectomy: cervix: reactive ectocervix and endocervical glands with mild acute and chronic inflammation. Fallopian tubes: coiled wires grossly identified within the bilateral fallopian tubal lumens at the uterine wall. Right paratubal cysts and surrounding paratubal adipose tissue with hemorrhage. Unremarkable left fallopian tube with congestion. Gross description: coiled wires are inserted within the right and left interstitial aspect of the fallopian tubes and a 1.3cm segment of wire extends from the interstitial aspect of the right fallopian tube (distal half detached). The right fallopian tube segment is designated with a suture. The right fallopian tube segment has a fimbriated end, a length of 5.2cm, and a diameter of 0.6 cm. Sectioning reveals a pinpoint lumen. A coifed wire is inserted into the proximal aspect of the fallopian tube. Multiple paratubal cysts containing clear, serous fluid are identified, ranging from 0.3-0.8cm in greatest dimension. The left fallopian tube has a length of 2.1cm and a diameter of 0.4cm. No fimbriae are identified. Sectioning reveals a pinpoint lumen with an inserted, coiled wire. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse),"), migraine ("migraines/migraines / headaches"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and headache ("migraines / headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), the first episode of fatigue ("fatigue") and the second episode of fatigue ("fatigue,"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, headache, dysmenorrhoea and the last episode of fatigue outcome was unknown, the dyspareunia, migraine, menorrhagia and vaginal haemorrhage had resolved and the weight increased was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), dyspareunia ("dyspareunia"), migraine ("migraines") and fatigue ("fatigue"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, dyspareunia, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2008 - hysterosalpingogram: confirmed placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.